Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed there were no visible irregularities to the exterior of the device. An .038" guide wire was loaded through the distal end of the catheter, but the wire could not be advanced beyond a location 12 mm from the distal tip. The guide wire was loaded through the proximal end of the catheter and was unable to pass through the same distal tip location. Further analysis of the inner diameter of the catheter revealed the inner liner delaminated which obstructed the lumen and prevented wire passage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 11/16/2011. It was reported that during preparation for a diagnostic procedure, the resistance was encountered. While attempting to advance an unspecified guide wire through the expo diagnostic catheter, resistance was encountered. The procedure was completed with another expo diagnostic catheter and the same guide wire. There were no patient complications reported. Patient status is listed as fine. However, returned device analysis revealed the inner layer of the catheter had separated.